Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and they allege insulin pump was under delivering. The customer blood glucose level was 570 mg/dl at the time of incident. Customer reported other blood glucose values were 377 mg/dl, 266 mg/dl, 461 mg/dl, 488 mg/dl and 586 mg/dl. Customer reported that they allege insulin pump was under delivering because high blood glucose event since yesterday. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not used at time of high blood glucose event. The customer experienced symptoms such as abdominal pain, difficulty in breathing, feeling heavy and disoriented. Customer treated with manual injection. The customer also mentioned her belt clip got damaged. The customer reported that the insulin pump got a cracked on the reservoir lip ring and left side of the clip on the battery compartment from the bottom goes to the right of the clip. Customer reported that the reservoir was able to locked in place. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be and reservoir will not be returned for analysis.